Manufacturer narrative:
(B)(4). Report of missing segments in display confirmed. The front board and flat band cable were replaced. After which the device was tested and passed according to he service manual. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the display was faulty - missing segments. There was no patient involvement reported. There is no report of serious injury or death associated with this event.